Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump¿s screen was blank. When they press buttons sections of the screen would turn black before fading back to blank. The customer¿s blood glucose level was 138 mg/dl. Troubleshooting was performed. It was noted that the battery in use was not the recommended type. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated the battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. They inserted a new battery but the display did not return. The device will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with currents in spec. No blank display. Lcd board passed testing. The insulin pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, rand cracked lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.